Event description:
It was reported that during the patient follow-up visit, it was not possible to perform the ventricular threshold test. It was suspected that this was due to a memory issue related to a bit error. A manual guided restore was required to restore functionality. The device remians in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.